Event description:
The patient reported the surgeon implanted an icl implantable collamer lens in her left eye (os) in (B)(6) 2010. The patient reported immediately after the surgery she was experiencing halos in night and dim light. The patient reported recently has been experiencing continuous pain with decreasing vision. The icl remains implanted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No: lens remains implanted. (B)(4).